Event description:
The following has been reported: blinking red alarming. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (set ID sensor). The device was received back for investigation. The device was failing resistor calibration tests. Test was reproduced and fixture was unable to communicate with frm board. Connections were inspected and reseated but the communication error persisted. Additionally, during the inspection process it was found the connector wire for the air compressor was pinched under the pneumatic plate and will need to be replaced before the insulation starts to tear. Also, functional testing to confirm the frm board fault also revealed the set ID also not to be functioning and will also need to be replaced. Pump in manufacturing mode is experiencing a known anomaly whereby powering on the device one of the fva pins will actuate and stay in the "in position" but running any function that actuates the pin resolves the issue until the device is power cycled again. Also, once in clinical mode, this issue is also resolved permanently, this issue does not interfere with functional testing. Reporting due to referenced issue. No adverse effects were reported.